Event description:
The balloon was inserted on (B)(6) 2018. During the scheduled routine removal on (B)(6) 2018, the physician found the distal balloon deflated upon insertion of the scope. The patient reported no blue/green urine or any other type of symptoms prior to the removal.

Event description:
The balloon was inserted on (B)(6) 2018. During the scheduled routine removal on (B)(6) 2018, the physician found the distal balloon deflated upon insertion of the scope. The patient reported no blue/green urine or any other type of symptoms prior to the removal.